Manufacturer narrative:
During inspection and testing, the image disappeared temporarily. A review of the device history record found no deviations that could have caused or contributed to the image disappearing. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image displayed due to a faulty cable unit causing a communication failure. Considering that the water tightness test failed, the image may have disappeared temporarily due to a faulty cable caused by water invasion, causing the video function not to work properly. The cause of the faulty cable unit could not be identified. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device. The reported issues were confirmed during inspection and testing. There was leakage due to a kink, tears and cuts in the cable and the image was not in the center due to deformation of the coupler. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the strain relief from the cable on the subject device was defective and there was loose contact with the processor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image disappeared temporarily. This report is being submitted for the malfunction found during evaluation (image disappeared temporarily). There was no harm or user injury reported due to the event.